Event description:
Pt says she has been using the bayer contour usp meter for several years now. She was given a newer version of this meter which is the bayer contour next usp. Per pt, the new meter gives her very high readings as compared to the older meter. She says the reading on the new meter is 30 points higher. She does not feel comfortable using the new contour meter and would like the manufacturer to review it's calibration.